Event description:
It was reported that balloon rupture occurred. The 80 -100% stenosed target lesion was located in the proximal to distal right coronary artery (rca). A 3.25mm x 12mm nc emerge balloon catheter was advanced for pre-dilation. However, during the procedure, the balloon ruptured at 15 atmospheres. The procedure was completed with a non-boston scientific 3.25x12 mm balloon, and no patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The 80 -100% stenosed target lesion was located in the proximal to distal right coronary artery (rca). A 3.25mm x 12mm nc emerge balloon catheter was advanced for pre-dilation. However, during the procedure, the balloon ruptured at 15 atmospheres. The procedure was completed with a non-boston scientific 3.25x12 mm balloon, and no patient complications were reported.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed no damage or irregularity. Microscopic inspection revealed there was contrast in the inflation lumen and the balloon was loosely folded. The device was prepped with an inflation device filled with water and connected to the calibrated pressure gage to inflate the device. The device inflated to rated burst pressure (20atm) and deflated with no issue. Media provided by the customer depicted the outer box packaging which matching the reported complaint batch.